Event description:
It was reported that a mpm1 had an error; stuck keyboard and also had the mower part of casing missing and fixation screw twisted. There was no info provided about whether there was pt involvement, injury or a surgical delay.

Manufacturer narrative:
Integra completed its internal investigation on 06/11/2015. The investigation included. Results: trending analysis was completed a minimum of 12 month review of mpm1 monitor customer complaints was completed using the following key words "keypad issue" and a root cause "could not duplicate" in the search criteria. Total of 6 complaints were reviewed of which none of the complaints contained the search criteria. Reported failure was not confirmed on returned unit during investigation, it was observed that the issue of the stuck keyboard - could not be found and when the monitor was switched on, the monitor went directly to its normal working mode, no fault was found with the keyboard or fixation screws. However, mpm1 monitor required replacement parts as part of the service, battery cover, sticky feet and monitor clamp screw have been replaced. The mpm1 monitor was calibrated and tested to specifications prior to being returned to customer. Conclusion the customer complaint incident "stuck keyboard" could not be verified or duplicated root cause not determined, no fault found with the keyboard.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.